Manufacturer narrative:
The device remains implanted and is not available for evaluation. The investigation is in progress. A supplement report will be submitted upon completion of the investigation.

Event description:
The surgeon reported z syndrome of the patient's left eye 7.5 months post-implant. The original procedure was not complicated in any way, and the orientation of the intraocular lens (iol) was horizontal upon insertion; no capsular tension ring was used. No capsule tears or zonular weakness were noted. However, the orientation of the lens changed; the nasal haptic was hyperextended forcing lens optic posteriorly and temporal haptic was planar. Iol optic fibrosis across nasal haptic onto optic. Patient noticed a gradual decrease in their vision. Minor posterior capsule opacification and capsular fibrosis was observed. Secondary surgical intervention (yag) performed. Patient¿s current prognosis & treatment: yag os corrected hyperextended haptic nasally and let the lens fall back into correct position; however, temporal haptic went from planar to being hyperextended so surgeon plans to do further yag laser on temporal haptic area. In the surgeon¿s opinion, the likely cause of the event is fibrosis.

Manufacturer narrative:
Additional information. Correction: serial. The lens was not explanted and therefore not returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A review of non-conformances (ncs) was performed, and there are currently no open ncs or capas for this issue. In 2014 a CAPA was initiated to investigate complaints from surgeons, regarding intraocular lenses reportedly exhibiting higher rates (than historical trend) of lens vaulting; in which cases patient''s vision was being compromised, requiring a secondary surgical intervention. The investigation indicated that surgeon experience level inversely correlated with vault rate, and therefore clinical practices were identified as a major potential factor. In addition, post-op inflammation and capsule striae/fibrosis were positively correlated with vault rate. As a result of the investigation, training activities were performed for surgeons, to strengthen awareness in adhering to recommended clinical practices. The training focused on the following clinical instructions: -ensure proper iol position through rotation and visual inspection -carefully clean the capsule to remove all residual lens material -ensure all incisions are watertight and no leak -carefully monitor patients post-operatively to ensure control of inflammation and detect early of capsule fibrosis also, the directions for use (dfu) were updated following FDA recommendations, and the dfu updates were submitted under a post-market approval (PMA) supplement. Based on the information provided, the likely cause of the event is patient related. Fibrosis across nasal haptic onto the optic caused the nasal haptic to be hyper-extended, forcing lens optic posteriorly, but the temporal haptic was planar. Yag was performed due to z-syndrome and corrected the hyper-extended nasal haptic to let the lens fall back into correct position. However, temporal haptic went from planar to being hyperextended so surgeon plans to do further yag laser on temporal haptic area. In the surgeon¿s opinion, the likely cause of the event is fibrosis. No corrective action is necessary at this time. A supplement report will be submitted if additional information is received, or the sample is explanted and returned for evaluation.